Event description:
Customer reported experiencing a high blood glucose of 400 mg/dl. Troubleshooting was begun but customer refused to perform high pressure test. Time, date, and alarm history were correct. Self-test was completed. Further troubleshooting declined. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.